Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed.

Event description:
Us distributor contacted zoll to report that a patient was treated 15 times by the lifevest. The patient reports they were conscious during the event. Patient could not press the response buttons. Patient was alone and the event was not witnessed. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. The patient reports feeling weakness but no chest pain or other symptoms at time of event. The patient called ems. Patient was found on their knees by ems following the treatments. The patient was taken to the hospital for evaluation. No injury was reported from the treatments. The patient continues to use the lifevest. Holter data is not available.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas and defibrillator board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor. The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed.

Event description:
A us distributor reported that a monitor will not power up. Us distributor contacted zoll to report that a patient was treated 15 times by the lifevest. The patient reports they were conscious during the event. Patient could not press the response buttons. Patient was alone and the event was not witnessed. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. The patient reports feeling weakness but no chest pain or other symptoms at time of event. The patient called ems. Patient was found on their knees by ems following the treatments. The patient was taken to the hospital for evaluation. No injury was reported from the treatments. The patient continues to use the lifevest. Holter data is not available.